Manufacturer narrative:
A consumer reported via social media that she confused this solution with another bottle when trying to clean her contact lenses. Consumer reported visiting an urgent care center and had a burnt cornea on her left eye. She was given an eye patch. Medical documentation and further event details were requested but have not been received from the consumer. The (B)(6) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctuate staining of the cornea, decreased vision, corneal opacity and edema.¿ the symptoms reported are consistent with the (B)(6) description of a temporary injury associated with hydrogen peroxide exposure. Note that this event is being retrospectively reported to FDA due to the result of a remediation activity.

Event description:
A consumer reported via social media that she confused this solution with another bottle when trying to clean her contact lenses. Consumer reported visiting an urgent care center and had a burnt cornea on her left eye. She was given an eye patch. Medical documentation and further event details were requested but have not been received from the consumer.